Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified upper left brachial vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the third inflation at 7 atmospheres for 30 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported.